Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an unknown procedure, the clamp locked and did not open. The surgeon had to cut the tissue to remove the clamp. Unknown how case was completed. There were no reported adverse consequences for the patient.